Manufacturer narrative:
Since the power turned off on the v60 unit due to bad contact of the power switch overlay, this part was replaced. No other abnormality was confirmed. Unit was checked overall, cleaned, run in tests and functionally tested.

Manufacturer narrative:
Since the power turned off on the v60 unit due to bad contact of the power switch overlay, this part was replaced. No other abnormality was confirmed. Unit was checked overall, cleaned, run in tests and functionally tested.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The international customer sent the device to the international service center for routine periodic maintenance. The service technician during service identified that the power turned off on the v60 unit due to bad contact of power led (green). There was no patient involvement.